Event description:
The customer reported that the communication cable was not working during inspection for use prior to an unspecified therapeutic procedure involving an olympus video system center. There was no patient injury reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.